Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy due to noise on the rv lead. The lead was checked on (B)(6) 2011, high threshold was noted. The lead was capped and replaced.